Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy. Thirteen inappropriate anti-tachycardia pacing (atp) and eleven inappropriate shocks were provided for an atrial fibrillation (af) with rapid ventricular response (rvr). The health care professional (hcp) will discuss with an electrophysiologist (ep) further therapy options. No additional adverse patient effects were reported. This ICD remains in service.